Event description:
Initiator reported that a comparison between initiator's parent's ss meter and a hcp meter done side by side was 178 mg/dl (ss) and 147 mg/dl (hcp), respectively (21% difference). No symptoms were reported. Pt did not have supplies to do control test. Replacement meter and test strips were sent to pt. On follow-up, the patient confirmed the above results. Lfs rep reviewed qc procedures and discussed meter/lab comparisons. There was no allegation of harm.